Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer. What surgical procedure was performed? Anterior resection (9 cm). What is the product code for the device that was used in the surgery? The device was disposed of after the operation. What is the lot number for the device that was used in the surgery? The device was disposed of after the operation. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Head of the department of colorectal surgery, initial approbation. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b (the smallest height of closing brackets). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, and 15 seconds after. Was the device difficult to close? No. Unusual because it was first experience. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full turns. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts were whole, uniform. Was a complete transection of the white breakaway washer visually confirmed? The review was not conducted. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. During the initial operation, no problems with the formation of staples were identified. Was a leak test performed? If so, what type and what was the result? A ¿bubble¿ test was carried out, the tightness of the seam was confirmed (150 ml of air mixture was injected). Was the staple line visualized endoscopically during the initial surgical procedure? No, endoscopic examination of the staple line is not performed in the surgeon¿s routine practice. How many days postoperative did the leak occur? On day 10. How was the leak identified? - there was a sharp pain in the lower abdomen, the doctor on duty did a CT scan and found an air space in the abdominal cavity caused by peritonitis. The patient was rushed to the operating room. What was observed at the site of the leak upon reoperation? Failure of half of the staple suture line, signs of ischemia and inflammation. How was the leak addressed? The stoma was removed, it was decided to refuse from the second anastomosis, because the patient is undergoing further anticancer chemotherapy. What is the current status of the patient? - the patient was discharged from the hospital on march 18, the tests are all normal. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported ten days post op of a low anterior resection the patient was still at the hospital and the surgeon discovered she had an al. Half of the staple line was broken.